Manufacturer narrative:
H3 other text : remote support from the customer care solution center was received.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the system is reporting an ECG error. There was no patient involvement. Remote support from the customer care solution center was received, during which the customer was guided to perform an operation check. The check passed and the equipment was returned to normal operation. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the root cause of the reported problem could not be determined as an operations check resolved the reported issue. The reported problem was confirmed. The customer was guided to perform an operation check. The check passed and the equipment was returned to normal operation. The investigation concludes that no further action is required at this time.